Event description:
The account alleged the brake casters were not holding. No patient impact.

Manufacturer narrative:
The brake casters and brake steer caster were replaced by the account to resolve the issue.